Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. All conductors had blood/fluid obstruction and blood/fluid (not obstructed).

Event description:
It was reported that at implant the lead had positioning difficulty. The guidewire would not advance down the lead. The lead was not used. No patient complications have been reported as a result of this event.